Event description:
It was reported that the patient received inappropriate shock. The right ventricular (rv) lead and the atrial lead both exhibited no ise/oversensing which was unable to be reproduced with vigorous maneuvers. The physician was unable to find the root cause of the inappropriate therapy and therefore decided to explant and replace the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: product ID: 6935m55, serial#: (B)(4), implanted: 2016 (B)(6), explanted: 2017 (B)(6), product ID: 5076-45, serial#: (B)(4), implanted: 2016 (B)(6), explanted: 2017 (B)(6). If information is provided in the future, a supplemental report will be issued.